Event description:
According to the patient, she was using g3hf on the way to doctor appointment and the unit stopped producing oxygen causing patient to go into ICU on (B)(6). The patient claims that she was at (B)(6) for 8 days. She said that she felt that she could not breath. She explained that she was unconscious and had no air. She stated that at the hospital they gave her supplemental oxygen, breathing treatment and antibiotics. She claims that she does have an alternative supply of oxygen at home. The patient has a history of copd and breathing issues.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.